Event description:
Boston scietnific crm received information that in (B)(6) 2010, this device's monitoring voltage was 2.73 volts associated with a charge time of 19.2 seconds. In (B)(6) 2010, the device was interrogated and had triggered end-of-life (eol). The monitoring voltage was 2.67 volts and was associated with a charge time of 31.2 seconds. Technical services informed the clinic nurse that eol was triggered by charge time. The device was still capable of normal bradycardia pacing, however, tachycardia therapy was limited to maximum shocks (no antitachycardia pacing (atp) or lesser energy available). Technical services recommended device replacement.

Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for analysis.